Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after a few minutes of use, the device displayed error message 'excessive use' appeared and then stopped working. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fiber body fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified the break at 6.35cm proximal to the control knob. The fiber connector passed the connector segment verification test indicating there were no connection issues. The fiber passed the saline flow test. It is likely that the break occurred while removing the fiber from its package, while advancing it into the scope, or while torquing the fiber during use. According to the device instructions for use (IFU), the IFU caution to not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Initial reporter email updated.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified the break at 6.35cm proximal to the control knob. The fiber connector passed the connector segment verification test indicating there were no connection issues. The fiber passed the saline flow test. It is likely that the break occurred while removing the fiber from its package, while advancing it into the scope, or while torquing the fiber during use. According to the device instructions for use (IFU), the IFU caution to not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after a few minutes of use, the device displayed error message 'excessive use' appeared and then stopped working. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fiber body fracture.